Manufacturer narrative:
Visual inspection shows no t¿s or sutures were returned with the device. The device delivery needle was slightly bent and twisted. This condition could have inhibited the t2 deployment. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 failed to deploy. The t1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.